Event description:
The hospital reported that when they opened the package on the hema 4 branch 22 mm platinum graft, it was noted that the seal of the package was difficult to open. Due to the difficulty of opening the package, part of the package touched the product, and the product became unsterile. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed fo the reported product lot number. There was no conformance recorded in the lot history. (B)(4).